Event description:
The customer reported that the system lost patient images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.